Manufacturer narrative:
Concomitant product(s): a 5076-52 lead, implanted: (B)(6)2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead impedance spiked to high, was noisy with movement and exhibited many premature ventricular contractions (pvc). The lead was capped and replaced. No patient complications have been reported as a result of this event.